Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found within specification in relation to the reported false downstream occlusion alarms which were verified through a review of the event history log by the presence of "downstream occlusion". Evaluation was not reproduced the reported symptom and no component could be identified for causality. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a false downstream occlusion. There was no patient involvement. No additional information is available.